Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned.. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum package with product code vcp303h and a winding former with an apparently detached needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle and the photo became distorted when magnified. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an excision surgery for skin tumors on 11 oct 2023 and suture was used. During the procedure, after removing the tumor, doctor found that the problem of pulling off suture needle had happened. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.